Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report after clip deployment, the clip opened requiring an additional clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 2+. The clip delivery system (cds) was advanced to the mitral valve and the clip was deployed. After clip deployment, the clip reopened to approximately 60 degrees. The clip remained stable on the leaflets. A second clip was advanced and implanted laterally to the clip to stabilize the first clip. Two clips implanted, reducing mr to 1. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a conclusive cause for the reported unintended movement could not be determined. The medical intervention appears to be due to case specific circumstances as one additional clip was implanted to stabilize the implanted clip and reduce the mitral regurgitation (mr) to grade 1+. There is no indication of a product issue with respect to manufacture, design or labeling.